Event description:
It was reported that during a procedure on another lead it was found that the left ventricular (lv) lead had an insulation breach at two locations. The lead was repaired and remains in use. It was also reported that the right atrial (ra) lead was compromised during the procedure. The lead was explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.